Event description:
It was reported by the patient's daughter that the clinic did not receive a transmission from the previously working remote monitor. It was also reported that the start/stop button was unresponsive. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient's daughter that the clinic did not receive a transmission from the previously working remote monitor. It was also reported that the start/stop button was unresponsive. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.